Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that the subject device clogged with grains during an unknown procedure. The device was returned and found foreign material exiting out of the channel tube and suction cylinder during evaluation; however; the customer returned the device without reprocessing which caused the foreign material (grains) to remain. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the channel cleaning brush passage failed, due to damage on the channel tube, water tightness was lost, due to a burn on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of the standard value, the connecting tube had coating peeling, the universal cord had coating peeling, the air/water cylinder had discoloration, the suction cylinder had discoloration, the up/down knob had discoloration, the plug unit had discoloration, the mouthpiece had corrosion, the auxiliary water inlet had corrosion, the objective lens had a scratch, the light guide lens had a crack, the flexibility adjustment ring had a scratch, the light guide lens had a scratch, the light guide cover glass had a scratch, the switch box had a scratch, and the right/left knob had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was clogged with grains. The issue was observed during an unknown procedure. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material came out of the channel tube and suction cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.